Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the capacitor integrity check, non-sustained oversensing episodes due to oversensing were observed. A manual capacitor maintenance was performed in-clinic. The patient was stable.